Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Review of the system log file showed that the malfunctioning frontal ip-pc. Upon functional testing, the fse found that the led booting status of both image processing (ip) pc and the host pc not syncing properly and found cmos battery voltage drained. The fse replaced cmos battery. After replacement of cmos battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is hanging and giving hard disk full errors. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting actions showed a problem with calibration. The fse recalibrated the system and returned it to use in good working order.